Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported the second instance of withdrawal occurred because the clinic rescheduled her refill appointment and she ended up running out of medications about 1-2 weeks before refill and the pump ran dry. At this time the patient was experiencing tachycardia, her heart rate was sky high and her whole body was trembling so hard she could hardly stay on the bed. At the time the patient was in a study for use of concentrated baclofen and that kind of compounded the problem because the emergency room didn't have that concentration and all in all they got it worked out. Situation was resolved. No further complications were reported.